Event description:
It was first reported that the patient was going to have a generator replacement due to intensified follow-up indicator (ifi). It was then reported by the patient's mother on (B)(6) 2013 that the patient had increase in seizures. The physician office was contacted regarding the increase in seizures but according to the office no increase in seizures were noted. The last time they saw the patient was in (B)(6) 2013. The office however reported that the patient was choking. When the office was contacted again they said that there is no record of the patient having increase in seizures or choking. An implant card was received stating that the reason for replacement is prophylactic. The vns generator was returned to the manufacturer on (B)(6) 2013 and product analysis is being performed.

Event description:
Product analysis was performed on the returned generator. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The final electrical test showed an ifi condition (intensified follow-up indicator). The generator memory showed that the vns generator's battery is 100% consumed. A fax was received from the physician on (B)(6) 2013 stating that the increase in seizures was first observed on (B)(6) 2013, but it is not related to the vns. The patient is being monitored with meals and speech therapy and it was stated that the patient puts too much in her mouth at the same time. The patient does not attribute the dysphagia to the vns either and the patient had a history of dysphagia prior to vns, although the physician states that she is having more now.

Manufacturer narrative:
Initial report listed wrong aware date (B)(4) 2013